Event description:
It was reported that the health care professional (hcp) called technical services (ts) to review this cardiac resynchronization therapy defibrillator (crt-d) system stored data. Upon review of the impedance measurement trending data, ts observed the pacing and shock impedances on this right ventricular (rv) lead had recently dropped but remained within normal limits. The hcp noted that the patient had recently been hospitalized in intensive care unit (ICU) due to sepsis. Ts discussed possible causes for the impedance changes. At this time, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) to review this cardiac resynchronization therapy defibrillator (crt-d) system stored data. Upon review of the impedance measurement trending data, ts observed the pacing and shock impedances on this right ventricular (rv) lead had recently dropped but remained within normal limits. The hcp noted that the patient had recently been hospitalized in intensive care unit (ICU) due to sepsis. Ts discussed possible causes for the impedance changes. At this time, this rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that reported that a change in patient condition led to sepsis and the patient was given IV antibiotics which cleared the infection. The physician plans on continuing to monitor the patient at this time. No additional adverse patient effects were reported. The product remains in service.